Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The unit was shipped to houston agiliti from dallas agiliti. The stm found error codes 59, 58 and 124 when the unit was in service mode. The fan had already been replaced by the dallas stm to correct error code 59. The stm replaced the compressor as it was over the 5000 hour mark. The transducer was also replaced. The unit would then power up. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) would not power up. There was no patient involvement, thus no adverse event was reported.